Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for three (3) unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Reporter: initial reporter is company sales representative; facility and associated contact were not available. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of one (1) distal radius plate and three (3) broken unknown screws due to nonunion. Procedure was revised with two (2) new plates. There was no surgical delay. Procedure was successfully completed. Patient status is unknown. Concomitant device reported: unknown plates (part # unknown, lot # unknown, quantity # 1). This is report 1 of 1 for (B)(4). This report is for three (3) unknown screws.